Event description:
It was reported that "after inserting the PICC, the internal guide of the catheter, when it was about to take it out, frayed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows an unraveled stylet that was completely removed from the PICC. The customer also returned one stylet and the product lidstock for analysis. Signs of use in the form of biological material were observed. The catheter was not returned. Stylets of this type are preinserted through a side port connector and the distal lumen of the catheter. The side port threads over the luer hub of the distal extension line. Visual analysis revealed that the stylet was unraveled from the distal end. Microscopic examination confirmed the damage and revealed that the distal weld was missing from the end of the coil wire. The distal tip of the core wire was tapered at the point of separation. The length of the stylet from the hub to the distal tip measured 26 7/16", which is within the specification limits of 26" - 27" per the stylet assembly product drawing. Therefore , no pieces of the core wire appear to be missing. The outer diameter of the stylet measured 0.0152", which is within the specification limits of 0.0145"-0.0165" per stylet product drawing. Functional analysis could not be performed due to the nature of the damage. R & d engineering was previously contacted for complaints of this nature. They indicated that it is possible for the stylet to become damaged during catheter trimming; however, it would likely create a full separation of the stylet core/coil wire. Also, during catheter insertion, the catheter passes through a peel-away sheath. There should be no interaction of the stylet with any other components aside from the catheter body. Without the catheter returned for analysis, the root cause cannot be determined. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for 13c24f0046 in regards to wire test failure. Without the catheter returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. The instructions for use (IFU) provided with this kit warns the user , "warning: do not apply undue force on placement wire or guidewire to reduce the risk of possible breakage. Warning: do not cut placement wire when trimming catheter to reduce risk of damage to placement wire, wire fragment, or embolism." The report that the stylet unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld; however, the distal weld was missing. The stylet met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow stylets of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of stylet kinking. Stylet breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the root cause could not be determined without the catheter or the missing portion of the stylet returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after inserting the PICC, the internal guide of the catheter, when it was about to take it out, frayed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).